Event description:
The patient was scheduled for a CT scan. While in radiology, the tech flushed the PICC with 1 ml of normal saline through longest port via a 10ml syringe. Contrast dye was then administered via a 10ml syringe. Four of seven ml of dye given. PICC then burst at the hub. No bleeding back noted. Fluids stopped, infant returned to nccc. Nnp notified immediately. PICC removed. Catheter appeared intact.